Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 200 colony forming units (cfus) of enterobacter cloacae complex and escherichia coli. The aspiration channel was sampled. The colonovideoscope also tested positive for 6 ufcs of escherichia coli in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: b3, b5. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels (rinse water). Cfu: 2cfu. Bacterial identification: micrococcaceae and moraxella atlantae. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 101 colony forming units (cfus) of enterococcus casseliflavus and comamonas kerstersii. All channels were sampled. The device was retested on (B)(6) 2024, and it tested positive for more than 200 cfus enterobacter cloacae complex and escherichia coli. The aspiration channel was sampled. The colonovideoscope also tested positive for 6 ufcs of escherichia coli in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.